Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was returned for evaluation. The vyaire medical failure analysis technician was able to duplicate the reported issue. Cause was identified as failed transducer (B)(4). This is a known issue which can be referenced with CAPA ca-2017-0206 and (B)(4).

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, ventilator inoperable, motor fault, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting and reported the turbine differential transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use, the customer reported there is no patient consequence associated with the event.